Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for evaluation. Visual examination of the provided picture shows only the liner and the femoral head. The alloclassic sl stem is not seen on the provided picture (explants). Therefore, no statement can be made. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed. The provided image is undated. For this reason, no link can be made regarding the onset of the metallosis. No surgical report was provided. However, there are some patient stickers available showing the implanted and explanted devices. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). D10: item # 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot # 61338157. Item # 00620204821, shell porous without holes 48 mm, lot # 61175430. Item # 00631004832, liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell, lot # 61245248. G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a hip revision post implantation due to metalosis. The head and liner were removed and replaced. Attempts have been made and no further information is available.